Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported event could not be conclusively determined through this evaluation. The account reported that the patient developed atrial fibrillation (a-fib) overnight on (B)(6) 2021 and was given an amiodarone bolus as well as an amiodarone drip. The patient was converted to a sinus rhythm but returned to a-fib with rapid ventricular rate (rvr) after the amiodarone drip was dropped from 1 to 0.5. The drip was then increased back to 1 and was followed by conversion back to sinus rhythm. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , and no further related events have been reported at this time. The hm3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient¿s arrhythmia resolved on (B)(6) 2021. On (B)(6) 2021, a chest x-ray was taken which revealed an interval increase in a moderate left pleural effusion with no right pleural effusion or pneumothorax. All anticoagulation (ac) was held, and a left chest tube was inserted on (B)(6) 2021. Approximately 1 liter (l) of fluid was drained from the patient¿s chest and the tube was removed on (B)(6) 2021. The patient was reportedly doing well and moved to a step-down unit on (B)(6) 2021 and was later discharged home on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported arrhythmia; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed atrial fibrillation with rapid ventricular rate overnight on (B)(6) 2021. The patient was given amiodarone bolus as well as amiodarone drip. The patient was converted to sinus rhythm but returned to atrial fibrillation and rapid ventricular rate after the amiodarone drip was dropped from 1 to 0.5. The drip was increased back to 1 and was followed by conversion back to sinus rhythm.